Manufacturer narrative:
Thermogard xp ivtm system (sn: (B)(4)) was serviced by the customer. The air trap sensor was cleaned by the local cas which cleared the air trap alarm. The console then worked as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was 3 similar complaints reported for thermogard with serial number (B)(4). (B)(6) (reported on august 24, 2017, the air trap sensor was cleaned), (B)(6) (reported on september 28, 2017, the air trap sensor block was replaced) and (B)(6) (reported on september 27, 2017, the air trap sensor block was replaced).

Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported during patient use, 36 hours after catheter was placed into patient body, the thermogard exhibited mid: 09 (air trap assembly) error message. Leak was noted on the suk. The lid cap of the air trap was broken. The thermogard and the suk were replaced to continue the treatment. No patient harm or consequence reported on this event.